Event description:
A caller reported that the t:slim x2 pump battery would not charge. Despite the power source alert and initial charging issues, there was no adverse impact to the customer¿s blood glucose level. The customer confirmed that the pump began charging after using the original charging supplies, and no further assistance was required.